Manufacturer narrative:
The customer reported an infiltration occurred during an injection. The customer did not believe the injector or syringe were the cause of the infiltration. The customer did not require service for the injector. The injector has typically not been found to be the cause of the infiltrations. Cts history search shows no other similar issues with this unit.

Event description:
This medically confirmed record was received on (B)(6) 2011 from a physician. A (B)(6) female pt was administered an unk dose of intervenous (IV) loversol (optitary 320) on (B)(6) 2011 for a computerized tomogram (CT) of the chest. During the injection. An unk amount of optiray extravasated into the pt's right hand. Subsequently, the pt developed reddening and swelling of the back of the head. She was admitted and treated conservatively by elevating and cooling the injection site. No necrosis occurred, the systems reduced and the pt recovers after an unk duration. The pt's medical history included cardiac insufficiency stat 3 and arterial hypertension. The reporter has attributed the events to the handling (of the injection).